Event description:
It was reported that the procedure was to treat re-stenosis of the proximal circumflex artery. The 3.5 x 23 mm xience stent delivery system (sds) was attempted to be advanced, but met resistance with the opening of the guideliner, and could not be advanced. After removal, it was noted that the xience stent was compressed. A 4.0 x 23 mm xience sds was also attempted to be advanced, but also met resistance with the opening of the guideliner, and was removed. It was noted that this stent was also compressed. There was no resistance during removal of both sds. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information reported that the 3.5 x 23 mm xience v stent moved proximally on the balloon during advancement through the guideliner.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position/guideliner resistance could not be verified due to observed stent damage. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.